Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor sv 2 device had ruptured right after filling with 5-fluorouracil (5-fu). According to the report, the technician had just completed the filling the device. The device was then primed and the blue winged cap was placed on the tubing when the reservoir ruptured. There is no reported patient injury or medical intervention no additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. The root cause will be identified/addressed through the CAPA investigation, (B)(4).